Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the main unit's image capture was flooded. The device evaluation found additional findings: corrosion on the video connector and electrical contacts, scratches on the lens of the main unit, water immersion in the main unit's imaging, adhesion on the lens of the main unit. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had poor image quality. There were no reports of patient harm.